Event description:
Pigtail catheter kinked on advancement across aortic valve; could not be straightened despite multiple wires. Catheter severed at kink, requiring snare to retrieve from contralateral groin.